Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One elevator was reported to have broken during the procedure, the lot number was not reported. Four elevators (qty.3 of lot 120307k07 and qty. 1 of lot 102008j08) were received for evaluation. Attempts have been made to obtain information regarding the additional elevators and no further information has been provided. Therefore, it is unknown which lot broke during this event. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Lot number: 102008j08 device manufacture date: 10/21/2008. 120307k07 device manufacture date: 12/03/2007.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The elevators were visually evaluated and the tip was found to have been broken off on all parts. There are scratches and normal signs of wear indicating the use of the instrument; no discoloration was observed. The fractures were confirmed to be due to bending overload fractures originating from the corners of the instrument tip. The parts were examined with an x-ray fluorescence spectrometer to determine the elemental composition and all four elevators were identified as (B)(4). These instruments show signs of heavy use and any material they have come into contact with might leave trace elements on the surface, which would show up within the xrf reading. There are no indications of manufacturing defects. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive force. The instructions for use (IFU) for this product states in the section titled warnings and precautions: ¿the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip¿ this elevator is not intended for use when removing a tooth that is not loose in the socket.¿ a summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the tip of the instrument fractured during a procedure. There was no injury to the patient and a delay of less than five minutes in the case. The surgeon was able to remove the fractured piece by hand. The procedure was completed using another instrument.